Event description:
It was reported that when the catheter was flushed with heparinized saline after catheterization, it was found that the catheter's winged part leaked fluids. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded. The complaint of a leak is confirmed and was determined to be use related. One 4 fr single lumen per-q-cath was returned for evaluation. An initial visual observation showed blood residue on the returned sample. A mostly longitudinal split was observed in the catheter just distal the strain relief. A microscopic observation revealed the edges of the split were rough and uneven. Additional damage was observed on the inner wall of the catheter at the location of the split. The characteristics and location of the damage observed on and within the returned catheter indicate the damage was most-likely caused by manipulation of the stiffening stylet within the catheter prior to flushing the catheter, compression of the catheter with the stylet still inserted, and/or rapid or forceful withdrawal of the stylet from the catheter. The product IFU states: ¿flush the catheter with sterile normal saline or heparinized saline prior to use. Catheter stylet must be wetted prior to stylet repositioning or withdrawal¿ and ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position.¿ a lot history review (lhr) of recr0171 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recr0171) have been reported from the same facility in china.

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recr0171 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recr0171) have been reported from the same facility in (B)(4).

Event description:
It was reported that when the catheter was flushed with heparinized saline after catheterization, it was found that the catheter's winged part leaked fluids. No other information was provided.